Event description:
The surgery was performed to correct exotropia, left eye on 4/15/97, recession of lateral rectus muscle. The pt was brought back on 4/21/97 for esotropia, left eye, advancement of lateral rectus muscle. The suture from the first surgery was found open. The knots appeared to unravel or break within the knot. Surgery was done to bring left lateral rectus muscle back into position.